Event description:
Baxter received a report related to an incident involving a 3ltr oxygen barrier 6 way the reporter states that 1 unit was found to leak from a non specified area. A sample is available for evaluation and it has been requested from the customer. There was no patient involved.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. Visual inspection of the unit revealed that part of bag weld was slightly opened hence reported problem was confirmed. The cause of this condition is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.